Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Information required for investigation was requested, but not provided.

Event description:
After some technical interventions, the customer started running patient samples in parallel on the e411 analyzer and an e601 analyzer for intact human chorionic gonadotropin + the ss-subunit (hcgb). Erroneous high results were then detected for two patient samples. The first sample resulted as 13.77 miu/ml on the e411 analyzer and resulted as 0.100 miu/ml on the e601 analyzer. The 0.100 miu/ml value was believed to be correct and it was released to the physician. The second sample resulted as 13.54 miu/ml on the e411 analyzer and resulted as 0.100 miu/ml on the e601 analyzer. The 0.100 miu/ml value was believed to be correct and it was released to the physician. The patients were not adversely affected. The hcgb reagent lot number was 177537. The expiration date was asked for, but not provided. The field service engineer checked the analyzer. He determined that the s/r probe tubing was out of the upper pulley. He repaired this. Everything else on the analyzer checked to be ok.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).